Event description:
Pre cursors to cancer; I had a breast augmentation in 2009 and an explant and reàugment in 2016 due to a capsular contraction I sustained from a motor vehicle accident. The same doctor did both surgeries. The 2016 augment I was not happy with. Fast forward to 2019 when I was "tazzed" in the breast by a police officer in my home, and at that time I began having a lot of pain and changes in my breasts. I went (B)(6) to see dr. (B)(6) for him to check my implants and I also wanted addressed the fact that I had recently heard of the textured implants being recalled. He had picked he textured out for me and it states that all through my records of what he was going to use for the 2016 operation. I also told him of some health issues I had been having that matched up w silicone toxicity. He told me I didn't have the textured implants, they were the smooth and that silicone toxicity was not an actual thing. I then asked for all my records as I didn't have any of my originals. He ordered a mammogram and sonogram which came back with bi/rads 3 fibroadenomas dense breast and other pre cursors to cancer. My mom had breast cancer so I have been high risk since finding this out. I spent the last 6+ months trying to get dr (B)(6) to get me an MRI, which shows the implant as well as small cancerous issues. My mamo/sono disk from (B)(6) has five different other patients medical records on it. With their personal information, and they did this on the duplicate disk I requested. I called allergen, a few weeks back, the maker of my implants, and hey told me they only have record of the 2009 implants and tracking info, nothing on the 2016 surgery and they implants he now says I have in are not registered to anyone. They are FDA required to report explants as well as device tracking. Also when looking through my records, I noticed that in the operation notes of the 2016 surgery it says about them cutting my inframammary crease, where he was supposed to according to my preop plan, but that didn't actually happen. He went through the old areola incision and when I confronted him about this right after the second surgery he said it was because I was a smoker but he knew that prior when making the preop plan. I first thought he was covering up the textured implants due to the recall, but after looking at everything I think he didn't actually out new implants in me. He just did a capsular contraction release, taking the scar tissue out, and leaving my old implants in me. I have pictures showing that my breasts weren't any bigger, just very saggy after, and I was supposed to have went up in size from 533 cc to 685 cc. He altered my records, and I'm in the midst of figuring out why and what is actually in me. Weather they are textured or my old ones, I want them out of me before all these masses in my breasts turn to cancer. I now have a complicated cyst, fibroadenomas, calcifications and other issues that all point to bi/àlcl or cancer, yet the drs are down playing it when I should have already had them biopsied to check for cancer. The downgraded it to bi/rads 2 in (B)(6) because the fibroadenoma stayed the same size, but now I have a complicated cyst near the fibroadenoma, and there's internal blood flow and the fact that I have dense breast and my mom had breast and lung cancer, I think they should have biopsied it. I've been fighting for 6+ months for (B)(6) and dr. (B)(6) to get me an MRI. Just the issues I'm having with my breasts. Feeling unwell most days. Chills, sensory and cognitive issues, visual and auditory issues, neck and back pain, and issues with my bowel. Just the breast implants but w the altered records and him not following the preop plan and the manufacturer not having record of my last explant or reaugmentation, I have no clue whats inside of me. FDA safety report ID# (B)(4).